Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. The customer experienced an elevated blood glucose level displayed as "high"; although specific value was not provided. Reportedly, the customer delivered a correction bolus via pump to address bg. The customer reverted to a backup insulin pump for insulin therapy.